Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass procedure, 3 units of instrument did not fire at all. The surgeon was able to pressed the green button but was not able to squeezed the handle. New device was used to complete the case. There was no patient injury.